Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred because the image had damaged pixels. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a camera issue not working with the scope. The issue occurred during a gastroscopy procedure, which was completed with a same device. There were no reports of patient harm.